Manufacturer narrative:
Initial trend analysis for lot 64232a was conducted, no malfunctions were found. This is the only complaint for lot 64232a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
User states while pulling insulin the needle deplugged from the barrel and stayed in the bottle. User was able to pull out needle out of the insulin vial.

Manufacturer narrative:
Retained lot samples for syringe lot 64232a were tested for cannula bonding force. No abnormalities were found during testing.

Event description:
User states while pulling insulin the needle deplugged from the barrel and stayed in the bottle. User was able to pull out needle out of the insulin vial.